Event description:
It was reported that during the reprocessing of a pk dissecting forceps instrument, wires were sticking out of the hinge at the distal end. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up and down cables frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.